Event description:
Boston scientific received information that the patient with this device was lost to follow up for approximately three years. The patient currently resided in a nursing home and suffers from dementia. The patient was presented for an unspecified reason, however, no adverse patient effects were reported. The device was unable to be interrogated successfully. The patient's physician spoke with technical services, who offered troubleshooting recommendations. The local area sales representative attempted to interrogate the device, however, no response was received. A revision procedure was performed and the device was explanted and replaced without complication. No device allegations were presented. The device was to be returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was found to exhibit no telemetry and a memory download was unable to be performed. Visual inspection of the device found the case to be swelled over the battery location. The battery was replaced with an external power supply and the device was functioning within normal specifications. Testing confirmed that the lack of telemetry was the result of leaving the device implanted longer than the normal life expectancy of the device.